Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3 results of investigation: vyaire field service representative (fsr) went onsite to troubleshoot the device. Root cause was determined due to o2 sensor depleted (eol). As a resolution, vyaire fsr replaced old sensor with a new one.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator was having o2 mismatch issues. The issue occurred during patient-use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. A vyaire field service representative(fsr) evaluated the device onsite and noticed that the 02 hose was going straight into a tank on the back of the unit. The fsr removed the installed 02 sensor and replaced it with a new one. The new 02 sensor was calibrated and the logs were gathered. All calibrations and verification were done. All tests passed the required criteria and the unit meets factory specifications.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.